Event description:
It was reported through litigation process that sometime later port placement procedure, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2013, a patient was implanted with a port via the right internal jugular vein for chemotherapy. Approximately four months and eight days later, on (B)(6) 2013, the patient was diagnosed with sepsis. Subsequently on the same day, the port was removed due to port infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that the patient was implanted with bard power port isp implanted port via the right internal jugular vein for chemotherapy. Four months and seventeen days later, sepsis with suspected bacteremia due to a line (port) infection was identified, and the catheter tip was sent for culture, with initial blood cultures demonstrating no growth. The port was no longer required and was successfully removed on the same day. However, the investigation is inconclusive for the reported sepsis and infection as no bacterial growth was observed during initial blood cultures. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B3, b5, d4 (medical device catalog #), g3, h6 (patient, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2013, a patient was implanted with a port via the right internal jugular vein for chemotherapy. Approximately four months and eight days later, on (B)(6) 2013, the patient was diagnosed with sepsis. Subsequently on the same day, the port was removed due to port infection. However, the current status of the patient was unknown.